Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. There was no non-conformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hosp did n ot report any pt effects.